Event description:
Patient's partner reported rupture. Affected side unknown. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient additionally reported ¿partially collapsed¿ and ¿folded¿.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, h.6.

Event description:
Patient's partner reported, right-side rupture. Later, "folded and partially collapsed" was reported per MRI results. The device as been explanted and replaced with a non-allergan device.

Manufacturer narrative:
"Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Creases/folding of implant: not observed in the device. It is not possible to determine the lot number or catalog through the photos provided."